Event description:
I went to a cosmetics center (B)(6) to do botox filler. Upon completion and after I paid, I did notice that fillers have expired 3-4 months prior to being distributed into my face. I tried to get my money back but no success. Then I went on your site to research about the filler and I see that they are not FDA approved "inobelle", a korean product. Fortunately I do not see any side effect as of february but no improvement either. I am just short of my(B)(6). Name of the company that makes (or compounds) the product: global company for skin science. Reference report: mw5155451.